Event description:
It was reported that the stent dislodged. During unpacking of a 2.25x24mm promus element plus drug-eluting stent, the stent became dislodged. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. Device returned with no stent attached. The balloon cones appeared to be in a relaxed state with signs of positive pressure applied. Crimps markings visible. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged. During unpacking of a 2.25x24mm promus element plus drug-eluting stent, the stent became dislodged. The procedure was completed with another of the same device.